Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the csv log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports, the serial port and pump connectors. Additionally, review of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2022 at 17:28:58 due to a critical phase open, indicating there was an open phase on each stator, likely during troubleshooting in the reported controller exchange. The observed contamination within the controller ports and vad disconnect alarm are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports event can be attributed to handling of the device. Based on the investigation conducted, a possible root cause of the observed vad disconnect alarm event can be attributed to the contamination observed in the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Functional testing revealed that the ¿no power¿ alarm sounded briefly when both power sources were disconnected and a controller fault alarm was triggered during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as int ended. Log file analysis revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 12:58:00. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 40% relative state of charge (rsoc) and a controller adapter was connected to power port two. The data point recorded after the loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 8 seconds. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2022 at 13:36:28, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two years. As a result, the reported controller fault alarm event was confirmed. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.